Event description:
It was noted that one primary leg and one secondary leg has penetrated the vena cava. The filter was able to be successfully removed with a 16 fr. Reinforced sheath, as the device sheath was not strong enough to remove the penetrated filter. This cause extended procedure time. Device was implanted for approximately 6 months. A section of the device did not remain inside the patient's body. The patient ID not require and additional procedures due to this occurrence. According ot the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Lot number unknown as information was not provided by reporter. Expiration date is unknown as lot number is unknown. Unknown as lot number is unknown. Evaluation of imaging: one right primary leg and two right secondary legs have perforated inferior vena cava. All legs are identified. Extravasated contrast spreads along right psoas muscle inferior the perforated primary leg. Contrast extravasation around perforated primary leg suggests bleeding into the retroperitoneum was a possible leg perforation complication. Wce comments: filter perforation of the vena cava wall is a well known risk and several case reports published in articles, described filter perforation of the vena cava wall. In this specific case it is unknown if the patient underwent any kind of procedures/surgery after filter implant. Unknown if patient had any medical treatment together with filter implant. Perforation of vena cava by filter leg is possible and addressed in the products IFU as a potential adverse event. Based on limited information provided the exact root cause of the filter perforation cannot be determined. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.